Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint. Litigation papers allege the bilateral patient experienced debilitating pain, discomfort, and soreness in the area of her hip implants, thereby, negatively affecting her ability to perform activities of daily living. Doi: (B)(6) 2009 - dor: (B)(6) 2010. Update ad 18 feb 2019. Com-(B)(4) has been re-opened under pc-(B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2010; right hip. The patient has bilateral hip implants. Please see pc-(B)(4) for the left hip.